Event description:
Foley catheter placed and was draining very slowly. Pt went for a caesarean section. Bladder was full and foley was barely draining. Surgeons had difficulty getting bladder out of the surgical field. Repositioning and irrigating catheter did not correct the problem. Catheter was pulled and new one inserted. Note: surgeons involved during surgery also stated that the same problem has occurred twice in the last 2 weeks where the bladders were full during caesarean section and foley was draining very slowly. All foley catheters with lot # written in next column were pulled and unit manager and distributor dept notified.